Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a "strange mechanical noise" when the power was turned on to perform a system check. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The electronic data record revealed a permanent fault that occurred during the manufacturing/service process at syncardia. The customer did not report any fault alarms, and only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. There was no indication of any mechanical-related faults. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms and with no unusual noises. The customer experience was not reproduced, and the root cause could not be determined. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. Despite the customer-reported mechanical noise, risk to a patient was low because the driver was not supporting a patient at the time of the customer experience. The customer-reported issue would not have prevented the driver from performing its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a "strange mechanical noise" when the power was turned on to perform a system check. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.